Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video did not identify any abnormalities that could have contributed to the reported condition of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "inlet end of the filter" of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.